Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the pump declared a minimum fill notification after the cartridge was filled with 100 units of insulin. No reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.